Event description:
Lead impedance warning reported. The lead was removed from service and subsequently tested out of specification at manufacturer's analysis. No patient complications have been reported since the device was removed from service.